Event description:
It was reported that since the beginning of 2006, the pt has not been able to hear well. Exchanging the external equipment did not improve the situation. The external equipment was tested, but no failure was found. Testing confirmed, however, that the implant has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.